Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) therapy and shock therapy from their implantable cardioverter defibrillator (ICD) device across multiple episodes. A review of stored episodes indicated there was t-wave oversensing as well as atrial fibrillation (af) with rapid ventricular response (rvr). There was no noise observed with testing. The impedance was noted to be consistent at 550 ohms, which is within normal specification limits. The threshold was also noted to be steady at 1.4 volts at 0.4 milliseconds. Device programming changes were made and it was indicated that if the patient received additional shocks, they would go directly to the emergency room. The device remains in-service. No additional adverse patient effects were reported.